Manufacturer narrative:
Technical services requested that a save to disk be performed and returned for analysis. The save to disk was returned and analyzed. Engineering concluded that the battery does not appear to be depleting prematurely, however, longer than expected charge times were confirmed. Engineering was unable to determine the root cause or to provide recommendations on how the ICD will continue to perform but did advise increased follow up schedule or device replacement. This ICD remains implanted and the patient will be monitored both in clinic and remotely, through the latitude system. Additional information was received that the monitoring voltage and battery gauge seemed to be fluctuating. Another save to disk was forwarded for analysis. Review of the save to disk confirmed the battery status was beginning of life (bol) with a monitoring voltage of 3.12 v. The device had declared middle of life 2 (mol2) due to long charge times, however the current charge time is 8/2 seconds. A longevity calculation was also performed and the battery does not appear to be depleting prematurely. Continued monitoring of the device or device replacement was again recommended. The available information suggest this device remains in service. Technical services recommended device replacement due to the device declaring elective replacement indicator. The available information suggests this device remains in service. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that a yellow alert was issued through latitude for this implantable cardioverter defibrillator (ICD) due to high r wave amplitude measurements. Additionally, it was noted that this ICD has exhibited longer than expected charge times for the length of implant time. The patient implanted with this ICD reported involvement in a motorcycle accident a few months ago. Additionally, the device formerly implanted in this patient was alleged to have depleted prematurely. As of today, that ICD has not been returned to boston scientific crm. Additional information was received that this ICD declared elective replacement indicator. No adverse patient effects were reported.